Manufacturer narrative:
The investigation revealed that the screws broke in forced rupture mode due to torsional overload during the insertion. In addition high tensile forces acted on screw 1. Indication for material or mfg related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.

Event description:
Surgeon was drilling and didn't drill the screw down all the way. He tried to finish screwing it in, but the screw head popped off. Surgeon tried a second time with new screw and the screw head popped off again.